Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) of a dialysis shunt target lesion, the physician delivered the 80 cm. 4 fr. Slalom thrill 8 x 4 balloon catheter (bc) was delivered to the target lesion. The balloon was inflated at the aneurismal lesion and then inflated at the slit lesion at 12atm. When the physician kneaded the stenosis from the body surface, the balloon ruptured. Therefore, the physician tried to retrieve the slalom thrill, but the balloon was caught at the distal end of the (non-cordis) sheath introducer. The physician pulled the slalom thrill back using excessive force and so the balloon stretched and eventually separated into two parts at approximately 1cm from the distal end of the balloon. The proximal part of the slalom thrill was retrieved from the patient, but the distal tip was confirmed to be left on the guidewire. A snare catheter (goose neck) was delivered from the jugular vein and the physician managed to retrieve the distal tip of the slalom thrill after three (3) hours, but the distal part of the balloon was not found. The patient is in stable condition. The target lesion was the brachial vein. The lesion was a restenosis lesion after several pta and was aneurismal, an 80% stenosis, and heavily calcified lesion. The physician's comment: the sheath and the guidewire were checked, but the distal part of the balloon was not found and so it might have been left inside the patient. The balloon ruptured axially, but it separated radially when it was pulled back from the sheath end.

Manufacturer narrative:
Concomitant products: inflation device: encore; gw: radifocus18 180cm; sheath: medikit's high flow sheath 5f 3cm. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) of a dialysis shunt target lesion, the physician delivered the 80 cm. 4 fr. Slalom thrill 8 x 4 balloon catheter (bc) was delivered to the target lesion. The balloon was inflated at the aneurismal lesion and then inflated at the slit lesion at 12atm. When the physician kneaded the stenosis from the body surface, the balloon ruptured. Therefore, the physician tried to retrieve the slalom thrill, but the balloon was caught at the distal end of the (non-cordis) sheath introducer. The physician pulled the slalom thrill back using excessive force and so the balloon stretched and eventually separated into two parts at approximately 1cm from the distal end of the balloon. The proximal part of the slalom thrill was retrieved from the patient, but the distal tip was confirmed to be left on the guidewire. A snare catheter (goose neck) was delivered from the jugular vein and the physician managed to retrieve the distal tip of the slalom thrill after three (3) hours, but the distal part of the balloon was not found. The target lesion was the brachial vein. The lesion was a restenosis lesion after several pta and was aneurismal, an 80% stenosis, and heavily calcified lesion. The physician's comment: the sheath and the guidewire were checked, but the distal part of the balloon was not found and so it might have been left inside the patient. The balloon ruptured axially, but it separated radially when it was pulled back from the sheath end. The patient is in stable condition and the device was returned for analysis. The product was returned for inspection. Fal: one non sterile catheter slalom thrill 8.0 x 4.0cm 80.0cm was received inside a plastic bag. The unit was received in two parts, 5cm of distal tip inside a plastic bag and 87.0cm of body shaft/ inner body. There were blood residues observed in the catheter. The balloon was inflated and deflated. The balloon showed rupture axial. The distal balloon was radial ripped approximated at 81.5 cm from hub. The distal balloon was not received. The distal tip ripped show elongation. The inner body was ripped approximated at 86.5cm from hub. No other anomalies were observed in the returned device. A leak test could not be performed due to balloon conditions. An insertion withdrawal test could not be performed due to the condition of the balloon. The outer diameter proximal seal was measure and was found within specification parameters, specification (B)(4) - 2.0mm actual measure 1.56mm. Sem analysis was performed to identify the cause of balloon rupture. The balloon external surface exhibited evidence of several scratches and abrasion. The inner surface presented no evidence of damage. The inner lumen separation surface presented evidence of elongations; elongation is a common characteristic of pieces which were stretched/ pulled until separation. This balloon burst failure exhibited no other anomalies that could have caused the failure. Marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst-at/below rbp, balloon frayed/split/torn-in patient, distal tip separated-in patient, pta system withdrawal difficulty-through guide/sheath were confirmed. Although the exact case for the reported issue, review of the analysis and the information provided suggest that lesion characteristics and/or procedural factors (kneading the balloon externally while inflated in the lesion) may have contributed to the reported events, there is no indication that there is a design or manufacturing related issue therefore no corrective action is needed.